Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their device was at eos (end of service) and they have to have a new battery. The patient¿s weight at the time of the event was asked but was not reported. No response has been received at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s device just shut off and wouldn¿t let them do anything. The patient stated that initially their stimulation would shut off on it¿s own, and they would check it with their patient programmer and they would just turn it back on again to resolve it. However, the patient stated that now they were unable to turn it back on since they stated that it was stuck on a ¿call your doctor¿ eos (end of service). It was reviewed that the device was off/disabled and no longer provided therapy. No allegation/dissatisfaction was made against the ins longevity and the patient was redirected to follow-up with their healthcare provider (hcp) to schedule a replacement surgery. The patient stated that they were hurting pretty bad (had back pain). The patient stated that they had their device for back pain. It was reported that their back pain began on (B)(6) 2019 and the eos occurred on (B)(6) 2019 as well. It was indicated that the issue of the stimulation shutting off on its own began about two months ago in 2018. The patient stated that their next appointment with their healthcare provider (hcp) was on (B)(6) 2019. No further complications were reported/anticipated.